Event description:
It was reported to manufacturer that the vns patient "with problems will be scheduled for exploratory surgery". Further follow up with the treating physician revealed that the plan is to explant the generator due to chest pain at the generator site. The device was disabled "some time ago" and the pain persisted and became intolerable for the pt. The surgeon indicated that the device is placed in the left pectoralis region and the pain is likely due to generator placement, with a psychosomatic component. The surgeon does not plan to explant the leads in case the pt opts to be re-implanted in the future. The treating physician stated that the device had been checked and was always found to be functioning well.